Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an unexpected refractive outcome in the left eye post intraoperative aberrometry. Additional information requested.

Manufacturer narrative:
There were no technical services requested or performed related to the reported event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is likely due to surgical/clinical variables unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).